Event description:
Incident details -the patient was undergoing a 1 diagnostic single vessel catheter, cerebral digital subtraction angiography (dsa), 2 stent assisted percutaneous transluminal angioplasty of cervical left internal carotid artery, and 3 percutaneous arteriotomy closure. During the procedure the tip of the spiderfx broke away. The device stayed on wire and was able to be retrieved. No injury to patient. Patient is stable. A medwatch form was received with this complaint.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned device on april 8, 2015 found the duel ended delivery recovery catheter was returned in three pieces. The distal end of the spiderfx tip was examined. The floppy distal tip was intact but exhibited an area of coil offset near its proximal end. All components are accounted for. (B)(4).